Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("right device migration - a bit more distal in fallopian tube (almost completely in isthmus)") in a 41 year-old female patient who had essure inserted (lot no. 626602) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced anaemia ("anaemia"), fatigue ("chronic fatigue"), headache ("very frequent headaches"), cystitis ("recurrent cystitis"), arthralgia ("cumulative joint pain - spread to numerous joints: shoulders, elbows, fingers, knees, sacrococcygeal joint, toes and wrists"), arthritis ("joints with inflammatory episodes for several days - spread to numerous joints: shoulders, elbows, fingers, knees, sacrococcygeal joint, toes and wrists"), bursitis ("persistent onset of bursitis of the feet"), autoimmune disorder ("suspicion of autoimmune disease (following blood test) refuted for now") and vitamin b12 deficiency ("severe vitamin b12 deficiency") and was found to have lymphatic malformation ("persistent hygroma of the elbow"). In 2018 she experienced tendon disorder ("tendinopathies without recovery") and epicondylitis ("epicondylitis without recovery"). On (B)(6) 2019 she experienced device dislocation (seriousness criterion medically important) and adenomyosis ("significant diffuse uterine adenomyosis with fundal predominance"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to device dislocation, fatigue, arthralgia, arthritis, bursitis, lymphatic malformation, cystitis, anaemia, autoimmune disorder, tendon disorder, epicondylitis, headache, adenomyosis or vitamin b12 deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] (date unknown): indication: follow-up of essure devices conclusion: significant diffuse uterine adenomyosis with fundal predominance. Left essure device positioned normally, right device a bit more distal in the fallopian tube (almost completely in the isthmus) with no other abnormalities a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. The most recent information was received on 20-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("right device migration - a bit more distal in fallopian tube (almost completely in isthmus)") in a 41 year-old female patient who had essure inserted (lot no. 626602) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2009, she experienced anaemia ("anaemia"), fatigue ("chronic fatigue"), headache ("very frequent headaches"), cystitis ("recurrent cystitis"), arthralgia ("cumulative joint pain - spread to numerous joints: shoulders, elbows, fingers, knees, sacrococcygeal joint, toes and wrists"), polyarthritis ("joints with inflammatory episodes for several days - spread to numerous joints: shoulders, elbows, fingers, knees, sacrococcygeal joint, toes and wrists"), bursitis ("persistent onset of bursitis of the feet"), autoimmune disorder ("suspicion of autoimmune disease (following blood test) refuted for now") and vitamin b12 deficiency ("severe vitamin b12 deficiency") and was found to have lymphatic malformation ("persistent hygroma of the elbow"). In 2018, she experienced tendon disorder ("tendinopathies without recovery") and epicondylitis ("epicondylitis without recovery"). On (B)(6) 2019, she experienced device dislocation (seriousness criterion medically important) and adenomyosis ("significant diffuse uterine adenomyosis with fundal predominance"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to device dislocation, fatigue, arthralgia, polyarthritis, bursitis, lymphatic malformation, cystitis, anaemia, autoimmune disorder, tendon disorder, epicondylitis, headache, adenomyosis or vitamin b12 deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] (date unknown): indication: follow-up of essure devices. Conclusion: significant diffuse uterine adenomyosis with fundal predominance. Left essure device positioned normally, right device a bit more distal in the fallopian tube (almost completely in the isthmus) with no other abnormalities. Lot number: 626602. Manufacture date: 2008-02. Expiration date: 2010-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-mar-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.